Manufacturer narrative:
Additional information was received indicating that the catheter did not fracture. The imaging core drive shaft broke which is contained within the catheter shaft, and cannot enter inside the patient's body. The catheter can be exchanged without excessive procedural delay. Boston scientific has reviewed all information and determined this event no longer meets the requirements of a reportable event for the device in question.

Manufacturer narrative:
Event date: the event date was reported to be one month prior. Follow up is being performed with the facility to ascertain the exact date. The device is anticipated, but has not been received.

Event description:
During an intravascular ultrasound (ivus) procedure, it was reported that the "catheter fractured". No other information is currently available as to what occurred and what part of the catheter fractured; follow up with the facility is in progress.

Event description:
During an intravascular ultrasound (ivus) procedure, it was reported that the "catheter fractured". No other information is currently available as to what occurred and what part of the catheter fractured; follow up with the facility is in progress.